Event description:
A woman enrolled in a research study to assess the effects of gastric bypass on cardiac fat metabolism with pet. The study was performed with radioactive drugs, "generally recognized as safe and effective" in accordance with 21 cfr 361.1. She was undergoing a repeat pet study following surgery. Upon receiving an injection of c-11 palmitate, the subject developed intense coughing with associated dyspnea. She was immediately removed from the pet scanner and her symptoms resolved within 2-3 mins. Her physical examination by both an md and a nurse were unremarkable. No other treatment was necessary. She remained asymptomatic at 24 and 48 hrs after the event. She was removed from further participation in the study. Of note, her baseline (preoperative) pet study with c-11 palmitate was accomplished without incident. Of note, the subject reported tasting and smelling ether after the injection. It was judged that her reaction most likely reflected an idiosyncratic sensitivity to the small amount of the ether in the ejectate. Similar problems have not been in many other administrations of this radioactive drug to hundreds of human subjects over the last 25 yrs.